Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an altitude alarm occurred. Customer¿s blood glucose level was 350 mg/dl. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy. No additional patient or event information was provided.